Event description:
Customer reported an unexpected negative reaction with the pool_cell screen assay on the galileo. A first time the donor sample tested reactive 2+ . It was repeated on another pool_cell plate using the same lots of reagents and it tested negative.

Manufacturer narrative:
Upon review of the instrument images, the images appeared normal and the rois did not appear to be misaligned. The well image on the original run exhibited moderate adherence, but on the repeat run the well image exhibited slight adherence with a defined button. According to the customer, flow checks have been passing. Stir balls were added to the capture-r indicator cells and no hemolysis was noted, no was leaking observed in pipettor or syringe areas, no bubbles/foam were in system liquid lines or reagent vials, and reader maintenance has been passing. Pool_cell testing was performed on an in-house galileo with the customer's returend donor sample, using retention capture-r ready-screen (pooled), lot n151, and retention capture-r indicator red cells, lot 221168. The sample exhibited 2+ reactivity. Pool_cell testing was performed on an in-house galileo with customer's sample using returned capture-r ready-screen (pooled), lot n151, and retention capture-r indicator red cells, lot 221168. The sample exhibited 1+ reactivity. Pool_cell testing was performed on an in-house galileo with the customer's sample using returned capture-r ready-screen (pooled), lot n151, and returned capture-r indicator red cells, lot 221168. The sample exhibited 1+ reactivity.